Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 system had poor image quality with grainy images and intermittent blank monitors during a case. No pt injury was reported.